Event description:
It was reported that a two-level x-stop procedure was performed on levels l3/l4 and l4/l5. A year and a half later, both devices were removed and a laminectomy and partial foraminotomy were performed for continued symptoms. It was reported that bone remodeling had occurred with the l3, l4 and l5 spinous processes and that a spinous process fusion had occurred from l3-l5 with the majority of the l4 spinous process fusing. Bone had grown laterally up and into the foramen and had encased both x-stop implants.

Manufacturer narrative:
Other; device not returned, follow up conversation with company representative and reporting physician. Results - other; no conclusion can be drawn.